Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a transcatheter arterial embolism treatment procedure, resistance was noted between the microcatheter and the guide catheter. The target lesion was located in the hepatic artery. A 4.2fr non bsc guide catheter with a shepherd's hook was placed in the patient. A renegade hi-flo microcatheter was inserted into the guide catheter and a contrast medium was injected. When retracting the microcatheter, severe resistance was noted. Another renegade hi-flo was selected and inserted into the same guide catheter and the same issue occurred; however, nothing had been advanced or injected through this second renegade. In each instance, intermittent flushing was maintained. The procedure was completed with a third renegade hi-flo microcatheter. There were no patient complications reported and the patient's status is good. However, device analysis revealed two shaft breaks in the first renegade hi-flo microcatheter used in the procedure.

Manufacturer narrative:
(B)(4). Analysis of the returned device revealed the device was jammed inside a guide catheter. Dimensions which were able to be measured were found to meet specifications. Microscopic and visual examination revealed 2 breaks noted at 12.8cm and 24.5cm from the proximal end. The devices were soaked in water in an unsuccessful attempt to separate them. The coating confirmation test confirmed the presence of coating all along the shaft; however coating damage was noted along the coated length with no evidence of peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as continuous flushing was not maintained during the procedure as directed in the dfu. (B)(4).